Event description:
It was reported that two alerts for high out of range pacing lead impedance were present. The lead was extracted and replaced. The lead will not be returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.